Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32mg/dl and 175mg/dl at the time of the call. Troubleshooting assisted the customer in adjusting the basal rate and found that the pump may have possibly been worn in or around an MRI machine. It was also found that the displacement test passed. Customer was advised to monitor the pump and to follow up with their doctor regarding their low blood glucose. There was no further information provided by the customer or troubleshooting and no further low blood glucose troubleshooting was performed.